Event description:
A cartridge alarm, specifically cartridge alarm 20, was reported during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer has experienced similar alarms before, and technical support decided to replace the pump with an updated version. The customer confirmed understanding of the replacement procedure and will use multiple daily injections as backup therapy to ensure insulin delivery is not interrupted. The returned pump will be sent back to tandem using a pre-paid return label.